Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the main board. The main board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.